Event description:
Info received indicates the brake is not engaging at the foot end of the stretcher.

Manufacturer narrative:
The technician found a screw broken in the hex rod. He replaced the screw and hex rod to repair the stretcher.